Event description:
On (B)(6) 2013, the patient underwent treatment of a thoracic aortic aneurysm. It was reported a 22 fr gore dryseal sheath was advanced into the 7 mm external iliac artery with slight resistance up to the hypogastric artery. The device was advanced and deployed with no issue. It was reported there was more resistance upon withdrawal of the sheath from the patient. After removal of the sheath, a perforation from the hypogastric artery to the common femoral artery was identified. Multiple stent grafts were implanted to treat the rupture, and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records could not be performed as the lot number was not available.